Manufacturer narrative:
D4: mpu sn updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that that the alarms were due to a loss of power to the house.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. Abnormal low power hazard, power cable disconnect, and no external power alarms were observed between 8:16:15 and 8:16:41 on 18oct2024 while the controller was connected to the mobile power unit (mpu). This sequence of events is consistent with a loss of ac power to the mobile power unit. The no external power alarm cleared when external power appeared to be restored to the system. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: (B)(6) was not returned to abbott for evaluation. Provided information indicated that the root cause of the alarms was a loss of power to the house. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were sent for review. Event log displayed a string of power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2024 at 8:16 am while tethered on the mobile power unit (mpu). These alarms appeared to be caused by power to the mobile power unit being briefly interrupted. This could have been due to the power cord coming loose from the wall outlet, the house losing power, or possible user error. There was no interruption in pump support during these events. No other unusual events were seen within the log files.